Event description:
The reporter stated that meter to lab comparison tests were done by a home care nurse. Nurse drew a venous sample, used a drop for the meter test, and sent sample to the lab. Reporter's meter test was 266 mg/dl, and the lab test result was 197 mg/dl. The reporter did not have any symptoms, and does not check the confirmation dot. A control test was not done since the reporter did not have fresh solution available. No harm was alleged.